Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid/blood leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary : the device related to the reported event of deflation was received on jul 12, 2024. With lot number 1079148. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed opening on the device. As per the investigation procedure opening on the plug strap was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted and replaced.